Manufacturer narrative:
One (1) partial set, list number 011-0p247-01, 2 lines, 2 transducer, lot number 3467345 was received for evaluation. The 12" high pressure tubing was found to be separated from the male luer that was not returned. Testing found there was no solvent ring and very little solvent observed at the end of the tubing. The bill of materials for lot number 367345 lists a uv adhesive as the bond agent for all arterial tubing; it appears uv adhesive was not present on any of the bonds, instead solvent bonding was observed. The lot number provided by the customer, 3467345, is likely incorrect. The reported complaint of tubing separation was confirmed. The provided lot number could not be verified. The cause of the tubing separation is due to insufficient solvent.

Event description:
The event involved a report of 2 lines, 2 transducer, 60 inch (152 cm), 3 ml/hr, macrodrip tubing that came off from the screw thread of the pvc without any cause during a reanimation procedure. The tubing was found in the bed of the patient. There were no adverse events and no delay of critical therapy. It was reported that the device was replaced and no further problems were encountered. Device testing determined the reported complaint of tubing separation was confirmed, and the cause of the tubing separation was due to insufficient solvent.